Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and contained an apparent fracture. The lead was explanted and replaced. Additionally, at the beginning of the procedure the physician took an x-ray. A visible defect was observed on the atrial lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.